Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5.1 cubie b3, b5, b1 were not detected on bus. A field service engineer addressed the customer issue where auxiliary half-height enhanced drawer 5.1 row b was not detected on the bus by reseating the row board connection at the 392 board, replacing the 392 board, and replacing the row b tray, then logged into the hardware test application (hta), ran the final test on auxiliary half-height enhanced drawer 5.1, and confirmed that the test passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 5.1 cubie b3, b5, b1 were not detected on bus. The customer stated that this malfunction occurred while dispensing the medication, which resulted in a delay in patient care. There were no adverse events or injuries reported based on this event.